Manufacturer narrative:
Other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient identifier, age, weight are unknown. Implant date and explant date are not applicable since the product was never placed and not removed.

Event description:
Per complaint (B)(4) before clinical procedure, components could not be separated.